Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii there were erroneous results obtained on patient samples. Repeat testing performed and the error persists. There was no delay in treatment and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facscanto ii test results are not accurate. Clinical use, testing with patient samples, no impact on patient diagnosis have been tested for new coronary pneumonia. Customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
H6: investigation: problem statement: customer reported complaint regarding finding erroneous test results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 3 complaints related to the issue of erroneous test results within the date range. Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #3389620, serial # (B)(6), file #338962-338962-r33896203038-105831937-18, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result/analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer found erroneous results was due to a worn syringe. The fse (field service engineer) replaced the sample injection needle and seal ring (pns 34350907 and 64050707) but no parts were requested for evaluation as these parts were not returnable and were discarded. The fse calibrated the optical path and the instrument passed the cst test and seemed to be working as intended. Although the unexpected results were from patient samples who are normally ill and detection of leukemia cells are critical, no patient was treated nor harmed from incorrect results since they were simply used to test the system and not a diagnosis. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject/reported: pi-338962-facscanto ii ¿ unsatisfactory test results. Problem description: facscanto ii - unsatisfactory test results. Clinical use, testing with patient samples, no impact on patient diagnosis. Have been tested for new coronary pneumonia. Work performed: replace the injection needle and seal ring, calibrate the optical path, pass the cst quality control, and the instrument is operating normally. Cause: syringe failure. Solution: replace the injection needle and seal ring, calibrate the optical path, pass the cst quality control, and the instrument is operating normally. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes; no. Item: 10. Sit ID/od flush. Function: 10.1 clean sit ID/od, reduce carryover. Potential failure mode: 10.1.3 ID not cleaned. Potential effect(s) of failure: 10.1.3.1 excessive carryover, wrong results. Potential cause(s)/mechanism(s) of failure: 10.1.3.1.3 valve failure. Current controls: more reliable manifold style valves used in the fluidic system. Current feedback on valve control lines to detect valve failure. Recommended actions: astro reliability testing. Actions taken: astro reliability testing complete. Met reliability goal without failure. Reference: bd bioscience wetcart, and cytometer manifold and valve testing protocol for canto b. Severity: 8. Occurrence: 2. Detection: 5. Rpn: 80. Mitigation(s) sufficient? Yes; no. Root cause: based on the investigation results the root cause was due to a worn syringe. Conclusion: based on the investigation results, the root cause of the customer observing erroneous results was due to a worn syringe. In response to this issue an fse went onsite and replaced the injection needle and seal ring. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported that during use with a bd facscanto¿ ii there were erroneous results obtained on patient samples. Repeat testing performed and the error persists. There was no delay in treatment and there was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: facscanto ii test results are not accurate clinical use, testing with patient samples, no impact on patient diagnosis have been tested for new coronary pneumonia customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.